Event description:
It was reported that insulin from the reservoir cap leaked. The blood glucose reading was 360mg/dl. No further information was provided.

Manufacturer narrative:
Inspected three random sealed reservoirs and performed the pre-fill reservoir test. No leaks were observed during analysis. Performed visual inspection to transfer guard's needle and failed per specification. Needles found center off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.